Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a patient was injected in the lips with 1 ml of juvederm® vollure¿ xc. That same day, patient experienced a vascular occlusion on the right nasolabial region, nose and glabella. Next day, patient had an ultrasound to facial structures which noted "+blood flow to area, +fluid pocket to right nasoblabial area." Patient was treated with hyaluronidase 1375 units and aspirin 325 mg. On the next day, they were treated with hyaluronidase 1000 units, aspirin daily for 5 days, viagra 100 mg daily for 5 days and clindamycin 300 mg for 7 days. Event resolved approximately two weeks later.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a patient was injected in the lips with 1 ml of juvederm® vollure¿ xc. That same day, patient experienced a vascular occlusion on the right nasolabial region, nose and glabella. Next day, patient had an ultrasound to facial structures which noted "+blood flow to area, +fluid pocket to right nasoblabial area." Patient was treated with hyaluronidase 1375 units and aspirin 325 mg. On the next day, they were treated with hyaluronidase 1000 units, aspirin daily for 5 days, viagra 100 mg daily for 5 days and clindamycin 300 mg for 7 days. Event resolved approximately two weeks later.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the lips with 1 ml of juvederm® vollure¿ xc. That same day, patient experienced a vascular occlusion on the right nasolabial region, nose and glabella. Next day, patient had an ultrasound to facial structures which noted "+blood flow to area, +fluid pocket to right nasoblabial area." Patient was treated with hyaluronidase 1375 units and aspirin 325 mg. On the next day, they were treated with hyaluronidase 1000 units, aspirin daily for 5 days, viagra 100 mg daily for 5 days and clindamycin 300 mg for 7 days. Event resolved approximately two weeks later.